Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a wire that was missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was received, but not investigated. As data will not confirm, the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.